Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed black screen. A field service engineer (fse) disconnected the auxiliary and powered on the station to determine whether the auxiliary unit was causing the issue. Each auxiliary drawer was disconnected sequentially to identify the affected drawer. The drawer controller board for auxiliary half height drawer 3.2 was replaced. The station was powered back on, and no further failures were observed. The hardware test application was performed, and the testing was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a blackout on the station screen, and the customer had rebooted the station but still the issue persisted. The customer stated that the user was able to retrieve medications from another station which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.